Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The broken flexible drill driver was returned with no identifying account, event, or surgeon information. There were no reports of any adverse patient events. No additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 h6: component code: mechanical (g04)- drill the product was returned and evaluated. A visual examination of the returned product identified that the black silicone sleeve was ripped and damaged with missing pieces that were not returned. Some of the exposed wires were fractured and it appeared that pieces were missing. The device also has nicks and scratches from previous uses. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event was not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The complaint cannot be confirmed as initial allegation is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.